Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and the right ventricular (rv) lead exhibited oversensing with pacing inhibition however there was no asystole. Noise episodes were noted in the log book and trending showed that low impedance has been observed for a year. All other measurements were within range. At this time, there are no planned interventions to resolve the issue due to patient¿s condition. No adverse patient effects were reported. The system remains in service.